Manufacturer narrative:
Initial reporter city: (B)(6). Investigation summary: 4 photos were provided. They show one syringe barrel. 3 of photos show a syringe barrel which has a black spot at the bottom and on the syringe barrel; from the photos they look like ink from the scale printing process. One additional photo shows a light ink ring; this is also from the scale printing process. After the barrel molding process, the barrel goes to the scale printing process. It could have happened that a jam occurred inducing that extra ink ended up at the bottom part of the syringe barrel. The ink ring could have been induced by the blade when removing the ink from the printing pad. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause is due to syringe barrel printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter inside the syringe. This occurred on 20 occasions during use. The following information was provided by the initial reporter: there are black stains inside syringe barrel, and the stain can be wiped off. It is more obvious and visible when customer draw the white color medication into the syringe. They worried that the stain will have interactions with the medication inside the syringe, hence they decided to discard the syringe and medication in the syringe.